Manufacturer narrative:
The tip-up fenestrated grasper has been returned and evaluated by the failure analysis team. The instrument was found to have a frayed grip cable at the distal idler pulley. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found severely bent grip tips. The instrument was found to have one bent grip tip, causing them to be misaligned. The offset at the tips was 1.08mm. The grips were not found to be cracked. The instrument housing was removed and found an instrument bearing dislodged from its expected location. The roll bearing is dislodged and attached to the magnet inside the housing. The input disk c-ring is dislodged and not in its original position. Both the roll input and end of life input c-rings are dislodged and attached to the magnet inside the housing. This causes both input disks to move up and down freely. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during central processing, the tip-up fenestrated grasper had a wire exposed in the jaws. There was no report of patient involvement and no reported injury.